Event description:
While positioning pt and changing lines, upper portion of stryker bed broke. Pt began rolling toward floor. Fall was broken by staff and siderails, which were in up position. Bed was balanced like a teeter-totter. New bed was obtained and pt was moved to new bed without complications. No pt injury. Broken stryker bed taken to maintenance. Staff noted that both of the lift cylinders were broken off. Stryker medical called. Photos taken. Lift cylinders to be replaced. Looks like problem is due to poor welds.